Event description:
It was reported that after implantation of the extended depth of focus intraocular lens (iol), the postoperative reference deviated by +3.5d. Despite the absence of corneal astigmatism, the physician considered that the device was not the cause. Through follow-up, we learned that the iol was explanted on september 11th and a replacement iol from a different manufacturer was implanted. The edge of the iol was cut off, but the central part, which does not impact the iol power measurement remains intact. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: september 26, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the returned lens claimed to be a tecnis eyhance 26.5d preloaded in the simplicity delivery system underwent a visual inspection which revealed that it was received cut into three pieces and coated in viscoelastic residue. The cleaned lens presented with cosmetic issues/scratches on the optic body. No further issues were identified during the visual inspection. The manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. The lens was forwarded to the manufacturing site for additional analysis. The lens was tested for dioptric power and the returned lens resulted in a dioptric power range of 21.0 ¿ 2.5d. The complaint issue "incorrect lens power" was identified during the returned product evaluation; however, the complaint issue "packaging issues" was not identified. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, a product deficiency and malfunction were identified; however, the definitive root cause of the issue could not be confirmed to be related to product design or manufacturing. A non-conformance was opened to investigate this issue and corrective/preventive actions will be taken as appropriate based on the investigation results. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.